Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11516, 2017865-2021-13545. It was reported that patient presented to an in-clinic follow-up on (B)(6) 2021 complaining of bleeding from their pocket incision line site. Patient was then brought in for a pocket revision on (B)(6) 2021. Tissue was found to be healthy. Pocket was revised successfully after being irrigated. Patient was stable after the procedure. New information received noted that patient presented again on (B)(6) 2021 with a pocket infection. The entire pacemaker system, including leads was explanted on the same day. Patient was stable after the procedure.